Event description:
It was reported that there was a small cut in the driveline. It could not be determined if the cut breached the armor layer due to the silicon tape. The patient was placed on fast transplant list. MFR# for heartmate 3 system controller: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a small cut in the driveline was confirmed via visual analysis of the submitted photo. The heartmate 3 vad modular cable (lot number 6397777) was not returned; however, a photo was submitted for analysis. The submitted photo displayed a small cut in the polyurethane jacket of the modular cable, confirming the reported event. Additionally, a log file was submitted for analysis. The submitted log file contained data spanning approximately 5 hours on (B)(6) 2022 (06:37:20 ¿ 11:52:14 per the timestamp). There were no atypical alarms active in the log file that would indicate an issue with the modular cable and there were no reported alarms due to the damaged cable. Provided information stated that no products will be returning to abbott, the cut in the modular cable was through the silicone, and no further troubleshooting was completed at this time. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot#: 6397777) was manufactured in accordance with manufacturing and qa specifications. The heartmate iii patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean, care for the driveline, and connect it properly. This section instructs the user to inspect the modular cable in-line connector for signs of damage, such as cracking, fraying, wear, exposed wires, sharp bends, or kinks. Call your hospital contact right away if the driveline is damaged (or might be damaged)." The heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate iii patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.